Event description:
The pt was revised because of osteolysis and wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approx 13 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.